Event description:
It was reported that the customer was hospitalized with high bgs. The doctor wanted to know if the pump was functioning properly, however, there were no batteries in it. Advised the doctor to have customer call back when he is available to troubleshoot the unit.